Manufacturer narrative:
(B)(4).

Event description:
A consumer was implanted, the pain was steadily alleviated, but a lump formed at the implantable neurostimulator (ins) region. There was a possibility of a hematoma, and the consumer requested to replace the ins, so the ins was replaced. The consumer stated that right after implant, when charging the ins, a thermometer mark was displayed frequently and often had a feeling of heat, though charging could be normally done. When the ins was replaced, the plastic surgeon checked the lump-like region and discovered that it was a scar due to a chronic symptom (also reported as found the lump was in chronic condition and became scarred). The surgeon conjectured that it may have been related to the charging. There were no problems after the replacement. Indication for use included chronic, intractable pain.